Event description:
It was reported that the needle did not insert properly to the patient. Needle did not retract to safety feature.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Complainant returned one used 20g x 1? Protectiv plus device, with blister topstock, and one photo for analysis (refer to complaint form attachment in (B)(4)). The sample and photo were visually examined for potential nonconformances. The received photo displayed an unlocked protectiv needle guard assembly. Unfortunately, the photo taken of the sample did not include close up views of the device tip for potential cannula or catheter bevel tip irregularities or of the need guard assembly for potential excess adhesive, mechanical witness marks or manufacturing damage. The sheath and catheter assembly components were fully seated on the received sample with no excess adhesive, no bent or bowed cannula, and no cannula or catheter bevel tip irregularities noted. The sample was then manually inserted into a vein pad. The sample advanced without hesitation, clicked, and locked as designed with no mechanical witness marks or manufacturing damage noted to the guard component and the locking mechanism. Magnified examination of the locked-out device sample displayed no evidence of cannula protruding beyond the guard nose. Per instructions for use (IFU), 7.2 states the clinician shall remove sheath in straight outward motion and inspect device and ensure the catheter hub and primary push-off tab are fully seated to the ribbed housing assembly prior to insertion. Not ensuring the catheter hub is fully seated prior to use, can result in catheter high trim (over the heel) and difficulty to insert issues as reported by the complainant. Based on device analysis, the reported event could not be confirmed as a manufacturing nonconformance. No discrepancies or abnormalities relevant to the complaint.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-08346. The report was submitted in error.